Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the artificial urinary sphincter (aus) device was revised due to unspecified reasons. No information was provided regarding what was done during the revision.